Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure with an unknown outcome, phrenic nerve palsy (pnp) was observed. The patients hospitalization stay was extended, and the pnp was still present at discharge. No further information is available. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.